Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump received with broken reservoir tube lip, cracked lcd window and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that insulin pump had reservoir compartment broken off. The customer's blood glucose was 224 mg/dl at the time of incident. The customer reports that battery and reservoir compartment, the crack was on the lcd screen that continues up the insulin pump casing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.